Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing completely disconnected from the blue portion on the quick release and from the site portion. The patient changed out the tubing portion and everything was still working. No further information available.